Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0gcs6, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported he had a lead replacement on (B)(6) 2016. No symptoms were reported prior to the lead replacement and the cause for the replacement is unknown. Omitted information related to (B)(4). (Difficulty voiding/bowel).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.